Manufacturer narrative:
Product complaint # : pc-(B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. E3: the initial reporter information has been removed for confidentiality/privacy. The initial reporter is a patient. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on an unknown date there was question regarding a depuy hip replacement that happened in (B)(6) 2023. About 2 weeks after the second hip replacement the patient developed a systemic rash/hives. It is debilitating. Additional information received stated : 1. I never received a sticker. When I asked for information, I was informed that both of my hips were replaced with depuy actis pinnacle ceramic femoral head. Cobalt chromium with polyethylene liner. 2. My left hip was replaced (B)(6) 2023 and my right hip was replaced (B)(6) 2023. 3. About 2 weeks after my second hip replacement, my family started noticing my face and neck were flush off and on throughout everyday. I felt like my face and neck were sunburned. At 3 weeks post op, I started having random hives, all over my body. They would just pop up on my hands, feet, arms, legs and still my face neck and ears would become flush. I noticed that if I became sweaty or even warm, the hives were worse. If I stayed in air conditioned rooms often with a fan on and often used ice packs, the hives would subside some. 4. I was placed on a long term prednisone taper. As soon as I finished the taper, the hives returned. I must say, the hives / itch are debilitating. I can't wear tight clothing or shoes. I am currently seeing a dermatologist who says there is no way to check for an allergy to the hip replacements except to remove them. He has had me taking claritin 2 tablets every am, and zyrtec 2 tablets every hs. He also has me using dove soap, aquaphor and fluocinonide cream. I still breaking out in red patches / hives but the areas are not as itchy. I still have frequent flush face, neck and ears. Also, I am having side effects from the antihistamines in that my secretions are thick and I have a terrible cough. Also, I am really tired. I should also point out that I have been unable to return to work due to these symptoms. Doi: unknown. Affected side: unknown.